Event description:
Reported due to a retroperitoneal bleed. The physician attempted an arteriotomy closure using the perclose a-t (closer ak) device after an unspecified interventional procedure. It is unk if a femoral angiogram was performed or the results. It was reported the arteriotomy was "closed as normal and within a couple of hours the pt developed a retroperitoneal bleed." It is unk how and when this was determined or how it was treated. No additional procedure or pt details are known as "the hosp states hippa regulations prohibit them from providing any pt information. In 2006, the pt was reported as being hospitalized. It is unk if this hospitalization is related to the retroperitoneal bleed. Although requested, no additional information has been provided.